Event description:
It was reported that during a bronchus transection the staples were not completely b-shaped. A new stapler was used to complete the procedure. The outcome of the procedure is unknown.